Event description:
During a follow up call it was reported that the customer inserted a new sensor into their body but the transmitter did not flash a green light, as it should. The customer fully charged the transmitter, and it started working. The customer decided to remove the sensor and noticed that the cannula had broken off; only a quarter of the cannula was left. The customer inspected their body but did not find anything. Also, the customer stated that there were issues with the sensor glucose values and the blood glucose values; the graph showed dots instead of at steady line of data. At the time of the phone call the customer's blood glucose was 262 mg/dl, which was treated with the insulin pump. The customer stated that the high value was due to stress and bad choices. Information was provided and the customer was asked to return the defective sensor for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.